Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display screen was discolored and the battery compartment was cracked. (B)(6).